Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic knee joint procedure with monopolar settings on the esg-400 hf generator, the patient suffered a 2nd degree burn on the foot sole and a 1st degree burn on the leg. There is no further information about the patient's current condition but there was no report about a product malfunction.

Manufacturer narrative:
Additional information: b5 ¿ describe event or problem, h6 - health effect - impact code;corrected data: h4 ¿ device manufacturer datedevice evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) in hamburg, germany (received at the rrc on 2022-06-29). During the evaluation at the rrc no functional defect of the electrosurgical generator could be determined, the device was found to be working correctly. The evaluation found a label on the generator to be missing or illegible. This was most likely caused by improper handling by the customer but there is no causal relationship to the reported patient injuries. Based on the information available, the reported burn injuries were most likely caused by a fault current supplied by the esg-400 hf-generator resulting from incorrect/unsuitable positioning of the patient in conjunction with possibly incorrect use of the involved instruments. The instructions for use contain appropriate warning notes regarding the risk of patient burns as well as information on the correct positioning of the patient. Therefore, the reported event/incident was attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic knee joint procedure with monopolar settings on the esg-400 hf generator the patient suffered a 2nd degree burn on the foot sole and a 1st degree burn on the leg. There was no report about a product malfunction during the procedure. The operation was completed and the burn was only noticed post-operatively on the ward after the first bandage change, as the patient had a pain block approx. 24 hours post-op. The patient received daily bandage changes and a bandage shoe was issued since the burn on the sole of the patient's foot was so severe that walking was only possible with partial weight-bearing. The hospital stay was prolonged by two days because the patient could not be mobilised and flexion up to 90° was not possible due to pain. The patient was discharged directly to rehabilitation post-op. No further information is available about the patient's current condition.